Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted and returned because it had the the old style av header. No patient complications were reported.